Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair procedure, the device would not dispense tacks and the handle made a loud cracking noise. The handle would not fire properly and locked. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted disrupted timing. One 10r dlu was received with disputed timing and no scratches on the inner tube. Two 10r dlus were received without disputed timing and microscopic evaluation revealed scratches on the inner tube. Functionally, the dlu could not be loaded due to the disrupted timing of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.